Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console had a display error that stated "power on self fail s1" during power up.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: surge test did not pass. Damaged housing. The reported event of the centrimag console not passing its power-on self-test, causing an s1 alarm, was confirmed via the log file and via the console¿s functional analysis. The log file captured s1 alarms on (B)(6) 2024, and the system was not in patient use at these times. An s3: system fault alarm was also captured on (B)(6) 2024 correlating to a power button-related sub-fault; issues with the console¿s power button may also cause s1 alarms to occur. The returned centrimag console (serial number (B)(6) was functionally tested at the european distribution center, where s1 alarms were reproduced. The cause of the issue was isolated to the unit¿s power button, and the issue resolved after the button was replaced with a new component. The button was disassembled and was forwarded to the product performance engineering department for further analysis; however, further power button issues were not reproduced after the button was reassembled. The root cause of the issue with the power button, causing atypical s1 and s3 alarms to occur, was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s1 and s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.